Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow sensor of the sorin s5 system suddenly showed a drop in flow when the rpm was maxed during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The customer reported to the service representative that no unusual resistance was found in the circuit. The flow sensor was measured and was found to be out of tolerance. The service representative replaced the flow probe and the flow board and performed a functional verification. No further issues were reported and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow sensor of the sorin s5 system suddenly showed a drop in flow when the rpm was maxed during a procedure. There was no report of patient injury.